Event description:
Information received by medtronic indicated that the insulin pump had a multiple error alarm. Customer reported power error alarm. Customer was able to clear the alarm and rewind the insulin pump. Customer performed self test and did not pass. Customer performed displacement test and passed. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. The device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep and active current measurement test. During download review multiple pump error alarms were confirm. No pump error alarm noted. Proceeded by cutting the device open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection moisture damage was noted during visual inspection causing an intermittent electrical short. Force sensor zero offset within specification (22.8mv). The device received with cracked case(battery tube) and cracked battery tube threads. In conclusion, customer concerns are not confirmed during testing. However, during download review multiple pump error alarms were recorded due to corroded electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.